Manufacturer narrative:
A ge service rep performed an onsite investigation. The power control board and the smart power board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not boot up. No pt serious injury or death associated with the complaint.